Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin hydrochloride (vancomycin) (intraperitoneal) and ceftazidime pentahydrate (ceftazidime) for peritonitis. The cause of peritonitis, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was reported as due to urine infection. On unknown date, treatment with vancomycin (1gm) and ceftazidime (1gm) was stopped. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.